Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states right hublock cable is stretched out, dealer states he believes it is caused by repeated adjustments. Dealer stated that the teeth on the brakes would not lock into place. They tried adjusting this to the point that the cable got worn out and stretched out.